Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Reporter alleged obtaining the results of 28.2 mmol/l, 13.3 mmol/l, 3.3 mmol/l, and 6.3 mmol/l back to back within 10 minutes on the compact plus system. Reporter stated that he was feeling hypoglycemic, he collapsed, he was given gluco-gel from his wife and she called for an ambulance. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.